Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Corrected fields: e2, e3, g2 ("health professional" should not be selected as the contact/reporter is not a health professional). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (9) years since the subject device was manufactured. The device was not returned to olympus for inspection; therefore, the reportable malfunction could not be confirmed. Based on the results of the investigation, it is not possible to establish the root cause. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the high frequency electrosurgical unit received an e006 error. The issue occurred during a therapeutic hysterotomy procedure. There was no delay, the patient was not under anesthesia, and the procedure was completed using a similar device. There were no reports of patient harm or injury.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.